Event description:
It was reported that transmitter stopped working occurred. The product and data was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.